Event description:
It was reported to manufacturer that the hand held screen would continually freeze and the site had to reseat the flashcard in order to temporarily resolve the issue. A new hand held was sent to the site upon request. Attempts to obtain the non-working device for analysis are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.